Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Sought medical attention for redness and swelling at the piercing site in 01/03. At this time consumer was prescribed oral antibiotics. In 01/03 an incision and drainage was performed and the antibiotcs were continued. Returned for medical attention two days later and another incision and drainage was performed and an antibiotic injection was given. Consumer continued to receive the injections daily for approximately 10 days. In 2/03 consumer sought medical attention again and another incision and drainage was performed and home i.v. Antibiotics were prescribed. Consumer was placed on a new oral antibiotic as well for two weeks.